Event description:
Nt821731c - customer stated they had a natus eds3 malfunction with the proximal stopcock. The system was open to drain when nurses found csf on the patient's pillow. The evd system was intact but there was leaking from the proximal stopcock. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Product was sterilized and returned to natus. Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced. Based upon the information given by the customer, the component states that the patient line stopcock was leaking. However, the device was not able to be located so it is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). There was no report of patient harm at this time. Unfortunately, a lot # was not documented on this device at the time of placement. Resolution:neurosurgery was notified immediately and the eds3 system was exchanged. No related capas. Per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system. Hazard ID 4.40. Cause - leakage from the stopcock. Effect (harm) - infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Customer confirmed the product will be returned. The customer was provided with information on how to return products to cg labs on may 23rd, shipping label provided on may 24th. Further investigation to be carried out.

Event description:
Nt821731c - customer stated they had a natus eds3 malfunction with the proximal stopcock. The system was open to drain when nurses found csf on the patient's pillow. The evd system was intact but there was leaking from the proximal stopcock. No injuries.